Event description:
Jaws of device locked closed and would not open. Manufacturer response (as per reporter) for 37cm hand switching, ligasure atlasor materials mangager has contacted manufacturer to send device back and is waiting for packaging supplies to send.

Event description:
Jaws of device locked closed and would not open. Manufacturer response (as per reporter) for 37cm hand switching, ligasure atlasor materials mangager has contacted manufacturer to send device back and is waiting for packaging supplies to send.